Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm, motor was slugging during rewind, shot insulin during priming and there was crack on the battery port battery cap was worn which was hard to open and close. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.